Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon has encountered insufflation issues. The surgeon is able to manipulate the device and complete the procedure but it is a nuisance to the surgeon. There was no patient consequence reported. The device was discarded at the account.